Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to infection. It was suspected twiddles rubbed a hole through at bottom of the pocket. Patient was doing fine following the procedure and was given antibiotic treatment.